Manufacturer narrative:
(B)(4). The reported failure of the cuff wont inflate was verified due to a cut in the bronchial cuff. The manufacturing guidelines and controls were reviewed and found effective to detect this type of failure mode. The reported malfunction is not related to the manufacturing process. The reported failure of cuff won't deflate is a known issue and has been investigated under a corrective and preventative action.

Manufacturer narrative:
(B)(4). No sample has been returned for analysis. Without the actual complaint sample being returned a full investigation cannot be carried out therefore the reported customer complaint cannot be confirmed. As a result, we are unable to determine the cause for this specific event however; the associated confirmed failure is a known issue and has been investigated under a corrective and preventative action.

Event description:
During pretest the cuff did not fully deflate. There was no patient involved.